Manufacturer narrative:
Additional information: b5 - the reporter indicated that on (B)(6) 2019 the lens was exchanged with the same model/length lens but different diopter and the problem resolved, "patient is happy". The cause of the event was reported as unknown. H6 - patient code 3191: no code available (secondary surgery, lens exchange) claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+3.5/084 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The patient experienced a refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.